Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a bleed that was unnoticed during the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reached out to their provider and was seen in office on (B)(6) 2024. It was reported the incision site was healing nicely; however, a hematoma had developed in the pocket and was bothersome to the patient. A pocket evacuation was performed on (B)(6) 2023. The hematoma was removed and the pocket flushed with antibiotics before closure. In the opinion of the physician, there was a small bleed somewhere in the pocket that was not noticed during the implant procedure, and with time that small bleed led to the hematoma and bruising. This was also accelerated by the patients daily medication regiment which included aspirin and plavix. Following the evacuation, the patient was in much less discomfort. It was noted it would take some time for the bruising to work its way out.

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reached out to their provider on (B)(6) 2024 and was seen in office on (B)(6) 2024. It was reported the incision site was healing nicely; however, a hematoma had developed in the pocket and was bothersome to the patient. A pocket evacuation was performed on (B)(6) 2023. The hematoma was removed and the pocket flushed with antibiotics before closure. In the opinion of the physician, there was a small bleed somewhere in the pocket that was not noticed during the implant procedure, and with time that small bleed led to the hematoma and bruising. This was also accelerated by the patients daily medication regiment which included aspirin and plavix. Following the evacuation, the patient was in much less discomfort. It was noted it would take some time for the bruising to work its way out. As of (B)(6) 2024, the patient had recovered from the pocket evacuation and was doing well. No further complications were reported.

Manufacturer narrative:
Cvrx ID# (B)(4).